Manufacturer narrative:
(B)(4).

Event description:
It was reported a declot procedure of a graft was being performed in interventional radiology. During the procedure he pulled out the ptd device and there was no black tip present. The physician was able to aspirate out of the sheath and the tip came out right away. There was no delay in treatment and no patient death or complications reported.